Event description:
The patient called and reported that while at the hospital for an extraction procedure, the device was tested and there were two lead warnings noted. The patient expressed concern due to being pacemaker dependent. Information received from the device showed two lead warnings for a low impedance of twenty-four ohms. The low impedance measurement is a known device measurement error resulting from the known device issue. No patient complications were reported as a result of this event.

Event description:
It was further reported that that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent.

Manufacturer narrative:
Product event summary: preliminary and functional testing was performed on the returned device. Results confirmed normal pacing and sensing functionality. Internal battery impedance during functional testing was found to be higher than the threshold established for automated testing. However, the measured impedance in the battery had not reached a level to impact device performance. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed impedance - low resistance/impedance. The save to disk data shows ventricular lead alert time = (B)(6) 2011, ventricular impedance at implant = 616 ohms, and ventricular lifetime impedance max/min = 838/24 ohms.